Event description:
On (B)(6) 2024, the patient reported that the unit was making unusual sounds. It was noted that the columns had been replaced in april, although they were purchased from a different company. The unit experienced a 'low oxygen' error and was also emitting noise. Patient reports that they were hospitalized due to complications from low oxygen levels during air travel.

Manufacturer narrative:
Three attempts were made to reach out to the patient. Patient responded to one email stating that they are waiting on a replacement battery. No additional information was obtained.